Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that multiple malfunction alarms occurred. Customer stated that there was no impact to customer¿s blood glucose (bg)level, but did not provide a specific bg level and declined to test bg level. Reportedly, lantus and humalog (injections) would be used for alternate insulin therapy.